Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture on the pace/sense portion of the lead and the patient experienced inappropriate therapy. A new low voltage lead was implanted. No further patient complications have been reported as a result of this event.